Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was brought to the emergency room by ambulance for low blood glucose levels. The patients blood glucose levels were as low as 20 mg/dl and the patient was unresponsive when the ambulance arrived. The patient's blood glucose history are as follows: date, time, blood glucose level: (B)(6) 2019, 11am, 63mg/dl; (B)(6) 2019, 9:15pm, 52mg/dl.